Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post-implant, pacing impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were high out of range. Additionally, there was intermittent capture and sensing changes. Thresholds were also reportedly high. A chest x-ray was performed, but was not able to conclusively identify whether the lead pin was properly seated in the device header. It was suspected but not confirmed that there may have been a connection issue. The system was surgically revised to reposition the rv lead. The ICD and rv lead remain in service. No additional adverse patient effects were reported.